Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery. A 300cm pt² guide wire was selected; however, during the procedure, the distal floppy end of the wire sheared off while outside the patient's body. The device was not used and the procedure was completed using another of the same device with no issue. No patient complications were reported and the patient's status was fine.